Event description:
Related manufacturer reference number: 2017865-2022-10777. It was reported the patient presented in clinic for follow-up. Upon interrogation it was noted the right ventricular and atrial leads exhibited high capture thresholds. The right ventricular and atrial leads were capped and replaced on (B)(6) 2022. The patient was in stable condition.